Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.0/1.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was removed due to excessive vault. The problem was resolved. Cause is reported as unknown. Reportedly, "second lens elective surgery."

Manufacturer narrative:
Additional information: d9: return date: 23-mar-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent with residue/debris on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3-should be corrected to- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent with residue/debris on the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).